Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the bard catheter was used, the patient got a cut in the urethra and was getting treated.

Event description:
It was reported that when the bard catheter was used, the patient got a cut in the urethra and was getting treated.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to hypersensitivity to latex or bacterial infection. The device was not returned for evaluation. The lot number was unknown and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The labelling review was unable to review due to the unknown product code. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.